Event description:
It was reported that the patient experiences diaphragmatic stimulation in certain positions even when the left ventricular (lv) lead threshold is programmed low. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: d314trm implantable cardioverter-defibrillator (B)(6) 2013; 6947m implantable defib lead (B)(6) 2013. (B)(4).